Manufacturer narrative:
Product event summary: the 209f5 electrophysiology (ep) catheter of lot number 35479 was returned and analyzed. No anomalies were identified during external visual inspection of the ECG ring, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated that the catheter was used for 18 applications on the reported event date. During system performance testing with the console, the catheter passed the performance testing as per specifications. All the phases were completed without triggering any system notice. No performance issues were identified. During electrical testing on the ECG electrodes, the impedance values at all the pins were within specification limits (spec value- tip to pin1; 200ohms; tip to pin2 8ohms; ring1 to pin7; 5 ohms; ring2 to pin8; and ring 3 to pin9, no electrical cross talk or intermittence was observed. The ECG visual is normal in all channels. In conclusion, the reported adverse event of tachycardia could not be substantiated via product analysis. No defects were identified the electrophysiology (ep) catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure for right atrial tachycardia, the operator used a 209f5 cryoablation catheter in a normal catheterization lab environment. The patient was treated for right atrial tachycardia, but the arrhythmia recurred during attempted ablation and could not be terminated after several attempts. The operator determined that the 209f5 catheter was unable to ablate the arrhythmia and switched to a pscc100 catheter with consent. Ablation with the pscc100 catheter successfully terminated the atrial tachycardia, which could not be induced again. The procedure was completed successfully and the patient was safely discharged from the operating table. No patient complications have been reported as a result of this event.